Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow#up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect stat high sensitive troponin-I result of >2000 pg/ml was generated for a (B)(6) female patient on (B)(6) 2019. A troponin-t result of 160 pg/ml was generated using an alternate method (not specified). A new sample was drawn and the architect stat high sensitive troponin-I result was >1500 pg/ml while the other method was 150 pg/ml. No adverse impact to patient management was reported for this patient. A positive architect stat high sensitive troponin-I result of >40,000 pg/ml was generated for a different patient (male). As a result of this result, a cardiac catheterization of the left ventricle was performed and determined to be unnecessary per the physician on duty. The physician stated that the medical history did not match the architect stat high sensitive troponin-I result. No patient injury was reported.